Event description:
It was reported that during an unknown treatment procedure vessel perforation occurred. The chronic total occlusion was located in an unspecified vessel. An unspecified size pt graphix guidewire was used to cross the lesion. The guide wire perforated the vessel. The patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).